Event description:
Customer reportedly received result of 147 mg/dl on compact plus system 1 and 57 mg/dl on compact plus system 2 within 10 minutes. Low blood glucose symptoms were reported with these results. Customer was able to self treat with food and low blood glucose symptoms improved. No adverse event related to the device was reported. Requested return of suspect device.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number and expiration date unknown). (B)(6).